Event description:
The pt presented with an aortic neck angle of 125 degrees. The excluder bifurcated endoprosthesis trunk-ipsilateral device was successfully implanted. Because of an aortic curvature of 180 degrees, access to the contralateral leg hole was extremely difficult and could not be achieved. Thus, the physician converted to an aorto-uni-iliac approach, implanting aortic extenders inside the contralateral leghole stump, thus excluding the aneurysm. In addition, to ensure blood flow to the pt's opposite leg, a femoro-femoral crossover graft was implanted. There was no adverse outcome for the pt. No allegation of deficiency regarding any of the excluder devices used in this case was made.